Event description:
During an unknown procedure, a whitish-colored ring-shaped piece of the trocar seal fell into the abdomen. The surgeon saw this happen and the object was retrieved. The case was completed with no patient consequences.